Event description:
Rptr had degenerative discs and scoliosis at l2, 3, 4, and 5 with radiculopathy. On 2/5/92, she had lumbar exploration and decompression at l2, 3, 4, and 5 bilaterally, diskectomy at l3-4, "plif" at l3-4, and posterolateral fusion with spinal instrumentation at l2 to l5 with left iliac crest graft. One week after surgery the pain became more intense in the mid and low back, right leg, and right knee. She had almost-immediate arm numbness from the screws. She was not able to sit for longer than 5 minutes and her whole back was in severe muscle spasm until the screws were removed 10/26/94. From 8/94 until her surgery, her right leg was always bruised. She could never lie on her back because of the pressure from the screws. She was only told how good she would be. The screws were a nightmare. Her right knee only became very painful after the screws were put in. She has headaches on the right side. She is still taking percocet, darvocet, fiorinal, and valium or ativan for the back pain, headaches, stress, and difficulty sleeping. She has permanent neurological damage. When the screws, rods, bolts, etc were taken out, everything was loose and no fusion had occurred from l2 to the sacrum. The eight screws would have broken if they had not been taken out.